Event description:
During prep of the device, the pullback button failed. The ablation catheter was removed and replaced. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).